Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that multiple needle(s) from a bd vacutainer® winged safety pbbcs with 7 in tubing and luer adapter that separates during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: bd received samples and photos (as well as a video) from the customer facility for investigation. The photos were evaluated along with the video. The video showed the bd push button blood collection system (pbbcs) male luer attached to a smiths medical venipuncture needle-pro holder and a user inserting a tube onto the non-patient end needle (the IV needle on the bd pbbcs was not inserted into a patient during this video presentation): the first tube is inserted and then removed with no issues. Upon insertion of the second tube, the luer on the pbbcs detaches from the holder. Additionally, evaluation of the customer samples (both pbbcs and non-bd holder) was performed where testing was conducted in an attempt to reproduce the customer issue. During this testing, no issues were observed with the threading on the pbbcs luer or the holder and no detachment between the two components occurred. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer video, it is evident that the customer has had issues with mating of the bd pbbcs and smiths medical holder. However, testing of the two components did not reproduce the customer's observation. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.